Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-apr-12. It was reported that the rep removed the lithium battery and inserted it back in and the cause of the inability to charge device full and charging taking longer than expected was unknown. Lastly, the rep did not know if the issues resolved because they had not seen that patient since that appointment. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain/ failed back surgery syndrome. Caller reported the patient could not charge her device to full and reported she would charge for 1-1.5 hours and could only get up to 80%. No symptoms reported. No further complications were reported/anticipated.